Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed a bruise from the lifevest equipment. Patient described the area as the monitor swung around and hit their leg causing a bruise. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse iced and wrapped the area for the skin irritation. Follow up indicated that the skin irritation improved.